Event description:
It was reported by the customer that a bd pyxis anesthesia station es system unexpectedly stopped communicating, displaying a black screen and preventing the anesthesiologist from accessing the medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-jan-2022 to 11- jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was due to the device's power management settings. The field service engineer reset the power options to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the behavior occurred due to the device's power management settings.reconfigured the power settings to resolve the issue.the system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped communicating, displaying a black screen preventing users from accessing medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.